Event description:
It was reported that patient had passed out due to an episode of vt that was not properly detected due to ventricular blanking. Device recorded a non-sustained vt episode but failed to deliver atp therapy. It was noted that once the device switched to ddi episodal pacing mode, ap events became more common and blanked out several ventricular events, recommended programming changes were made. It was also noted that the patient had fallen and bumped his head after he had passed out and fell, resulting in minor bruising, but is currently doing well.

Manufacturer narrative:
(B)(4).